Event description:
The guidewire unraveled in pt'd neck.

Manufacturer narrative:
The investigation by the guidewire MFR determined that the incident was attributed to excessive load force applied to the guidewire. The guidewire was pulled back through the needle during the procedure. No further info is available on the pt's status.